Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery. The customer's blood glucose level was 465 mg/dl at the time of the call. The customer stated they had already changed the set but still received a no delivery alarm. The customer mentioned that the tubing is not kinked or bent. The customer did not return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.